Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to pacing inhibition, noise, oversensing and impedance issues. The physician was able to reproduce the all the issues, therefore, it was determined that there was a lead damage. This lead was successfully replaced. No additional adverse patient effects were reported.